Event description:
It was reported that the patient presented with a pocket infection and cellulitis at the pacemaker site. The patient subsequently underwent a pacemaker system explant procedure. The physician explanted the entire system, including the pacemaker, right atrial lead, and right ventricular lead. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates that the patient presented for a follow-up visit in the clinic with redness, swelling and discharge from the pacemaker pocket. The infection was considered procedure and product related.